Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a possible dopamine interference for one patient when tested for creatinine plus ver.2 (crep2). The patient was being treated on the cardiac care unit. The patient was known to have an increased crep2 of approximately 250 umol/l. During the dopamine treatment, the customer had two low crep2 results from samples obtained from a PICC line. The PICC line was also being used for the administration of the dopamine. A few hours later, the crep2 results from a venipuncture sample were high which corresponded to expectations for this patient. Erroneous results were reported outside of the laboratory. See the attachment to the medwatch for patient results. No adverse event was reported. The crep2 reagent lot number and expiration date were not provided. At extremely high, non-therapeutic concentrations, dopamine may interfere with the crep2 assay. The root cause of the low crep2 results is most likely due to in vitro contamination by dopamine in the blood sample, drawn via the PICC line.